Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: vasospasm/dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the pt had a stent implanted in the mid right coronary artery (rca) approx 10 years ago. (Bare metal stent, unk mfg). A few weeks prior to this case, the pt had a 3.5x18 promus implanted in the distal rca. In 2009, another 3.5x18 promus was implanted to connect the mid and distal stents as the mid rca looked hazy. The stent was deployed at 16 atm inside of the stent that had been implanted 10 years ago. After this stent was implanted, a vasospasm occurred and was treated with nitro. The stent was post dilated with a 3.5x12 nc balloon at 16 atm; a superior edge dissection was noticed and they implanted a 3.5x15 promus to treat the dissection. No additional event or pt info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us, as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Dissection, as listed in the promus instructions for use, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including, but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause accute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Dissection and vasospasm are listed in the risk assessment as no-fault post-procedure complications.